Event description:
An unknown balloon was used during a coronary procedure. During attempted delivery resistance was noted and it is reported the balloon fell apart during attempted advancement in the vessel. No reported patient injury.

Manufacturer narrative:
Evaluation codes, results: other-root cause unknown; no results available since no evaluation performed- device or procedural images not provided for review. Evaluation codes conclusion: other-root cause unknown; unable to confirm complaint - device or procedural images not provided for review. (B)(4).